Event description:
Spontaneous call: pt's pump sn: (B)(4). Alarming for high pressure. No issues with line or cassette. Viable pump will be replaced. Pt using back up device. No interruption with therapy. Did the reported product fault occur while in use with a pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Dose or amount: 87ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.